Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the pump was intermittently unable to charge, as the customer needed to move the usb cable into different positions in order to allow the pump battery to charge. The customer's blood glucose (bg) level was reportedly in the 170 mg/dl range. Multiple contact attempts were made by tandem technical support to obtain further information regarding the issue and provide assistance; however, the customer did not respond.